Manufacturer narrative:
Due to character limitation in e1, event site details are as follow event site telephone: (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1 (telehone). User informed that the machine was already being repaired by a third-party company since the event was reproducible. The user refused to disclose details of the third-party processing. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the user that during use, the cs100 intra-aortic balloon pump (iabp) had a loop leak, and the user immediately switched to another machine, and no personal injury was caused.

Manufacturer narrative:
Additional information: due to characterization limit e.1.: (event site address and phone: (B)(6). A supplemental report will be submitted upon completion of our investigation.